Event description:
A non-healthcare professional reported that after surgery, she cannot see well up close, after a cataract surgery in which company were implanted to her right eye on (B)(6) at (B)(6) eye clinic. Surgery was scheduled for both eyes, but due to poor postoperative results in the right eye, the left eye surgery was cancelled at the doctor's discretion. The patient had double and triple vision and saw blurred letters and outlines. Her vision was particularly poor in dimly lit places and on smartphones and pcs. For example, she cannot read words because they overlap, struggles during work, cannot see the scale on the rice cooker and cannot pour water, cannot see her toenails and cannot cut them, etc. The patient compensates by looking through her unoperated left eye. The doctor told the patient that her postoperative examination data (refraction, etc.) Was normal and that she would soon get used to it, and that she would be able to see if she tried to see. However, one month had passed and there had been no change in the patient's vision, nor did she believe that what she sees as double vision would appear as a single layer just by trying to see. She had heard of the side effects of halo glare, but not of double or triple vision or blurriness, and she did not think lens can be called as multifocal lenses in the first place if that was the case. If the data was normal, then she believes that there must be a problem with the lens. She would like to reoperate with a different lens with better performance, and requests for an answer. All of this information was obtained from a web form. The sample was not available as it still remains in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt2.200) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).